Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "patient was fine for two months and then hip became painful. Doctor aspirated and found no infection." Patient was revised in 2006. Acetabular shell was loose.